Event description:
Upon positioning and deployment of the stent into the pt's ureter it was found that the stent was distal to the correct placement. Physician was unable to get the stent repositioned. The stent was snared and retrieved. Another stent was deployed correctly.